Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a right-heart catheterization procedure was being performed. A 190 cm balance middleweight (bmw) universal guide wire was used, and it was advanced to the right atrium and right ventricle. Then, a 7f introducer sheath was advanced over the bmw universal guide wire and met resistance with the guide wire during removal. Additionally, upon removal of the introducer sheath, the distal shaft of the guide wire separated and was left inside the anatomy. The core also became kinked. Therefore, the procedure was aborted and the separated piece was removed with a snare device. There was a clinically significant delay in the procedure. The patient is stable. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported kink and the reported detachment were able to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the hi-torque guide wires instructions for use, states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). The investigation determined the reported difficulties appear to be related to deviation of the instructions for use (IFU) and subsequent circumstances of the procedure as the balance middleweight universal guide wire was used during a right-heart catheterization procedure (against the IFU). During removal, interaction with the 7f introducer sheath resulted in the reported difficult to remove. Manipulation of the device resulted in the noted stretched coils, the reported kinked core and ultimately resulted in the reported core detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.